Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements above 200 ohms two weeks post-implant. The patient also reported receiving an inappropriate shock. Several surgical interventions were performed to check the connection between the ICD and rv lead, to clean the terminal pin and port, as well as reposition the rv lead; however, the shock impedance measurements were still above 200 ohms. Another revision was performed and the ICD was explanted and successfully replaced. The rv lead was connected to the new device and normal shock impedance measurements were obtained. The rv lead remains implanted and in service. No additional adverse patient effects were reported. This product is part of a legal action.

Manufacturer narrative:
The rv lead remains implanted and in service with the newly implanted device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
X-rays were submitted for review by boston scientific's medical safety advisors. One of the x-rays showed that the right ventricular (rv) lead might have potentially dislodged; however, there was no further data that could conclusively determine it had occurred. The other data did not reveal any further indication of the cause of the high out of range shock impedance measurements. A memory download was performed from the ICD and submitted for engineering analysis. The ICD was programmed to monitor only on march 5, 2017 and march 6, 2017. On march 6, 2017, both the pacing and shock impedance measurements increased by 50%. The shock impedance continued to rise above 200 ohms. The pacing impedance measurements remained in range. The pacing impedance measurements on the right atrial (ra) lead increased but also remained in range. In addition, there were some power consumption increases around the time of implant and the revision but these were most likely due to telemetry usage. The power consumption has remained stable since mid-march.